Event description:
A customer called stating the carbon dioxide alkaline buffer peripump tubing was leaking alkaline buffer from their unicel dxc 600 pro instrument. The leak had dripped onto the floor. No one was injured by the leak and no erroneous patient results were generated.

Manufacturer narrative:
The customer was assisted by customer technical support (cts). The customer was able to replace the peri pump tubing and this resolved the issue. Cts followed up with the customer who reported no more leaks were observed and the calibration and qc recoveries were acceptable. Customer resolved the issue.